Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. It was also reported that the patient experienced a heart rate lower than that of the programmed lower rate of the implantable pulse generator (ipg). It was also reported that approximately four days post implant of the ipg system x-ray confirmed that the right ventricular (rv) lead had lost all of its slack and was in a different orientation. It was also reported that the rv lead exhibited intermittent loss of capture and had microdislodged. The rv lead was explanted and replaced and the ipg remains in use. No further patient complications have been reported as a result of this event.